Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and a blood glucose (bg) level of 400 mg/dl. Bg was treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. Reportedly the customer experienced kidney damage as a result of the event. Reportedly, the customer received a power source alert after plugging the pump into a wall outlet. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.